Manufacturer narrative:
Medtronic received on 07/19/2016 notification from the department of health and human services the following medwatch report: report number: mw5063008. Initial reporter information name: (B)(6). It was reported by the customer's mother that the patient woke up not feeling so well and was very nauseous. The customer was brought to an emergency center could not stop throwing up; an ambulance was called to take the customer to a hospital where the customer was admitted into the pediatric unit. The customer's mother stated that the insulin pump had failed to distribute insulin. The customer's mother stated that they have returned the insulin pump and one infusion set.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected rewind anomaly noted during testing. Unit functioned properly. Unit communicated properly with blood glucose meter. Blood glucose matched properly from pump and meter. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 303 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with IV fluids and insulin. Customer was wearing the pump at the time of hospitalization. Customer was unable to troubleshoot due to hospital staff said not to disconnect until the doctor comes in.